Event description:
The customer called and reported she was unable to deliver a bolus and rewind the insulin pump. Customer stated when she pressed the arrow on the main menu, the screen would go blank. Customer replaced the battery and the insulin pump began to restart. Customer's blood glucose was 500 mg/dl at the time of the incident, for which she treated with manual injection. It was stated the insulin pump operated as designed, following a battery replacement. It was advised the customer would be sent a replacement battery cap as a precaution.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.